Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. One day after the event onset, the patient was treated cefoxitin sodium (1.0 unknown unit/ twice daily, intravenous drip, discontinued after 3 days) and sulperazon (1.5g, twice daily, intravenous drip, discontinued on 4 days) for peritonitis. At the time of this report, the patient outcome was reported as unknown, however it was also reported that the peritonitis "ended" on unknown date. On an unknown date the same month and year as the peritonitis onset, the pd therapy was discontinued and the patient was started on hemodialysis. No additional information is available